Event description:
It was reported that the patient had a surgical procedure to add saline to the inflatable penile prosthesis (ipp) reservoir due to the cylinder strength being weak. No components were removed. A patient outcome of stable was reported.